Event description:
The customer stated that she tested her blood glucose and received readings of 340 and 74 mg/dl within a few minutes of each other. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.